Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; aortic bifurcation morphology alone is not able to predict outcome in patients submitted to elective endovascular abdominal aortic aneurysm repair pasqualino sirignano, laura capoccia, chiara pranteda, nunzio montelione, wassim mansour, alessandro d¿adamo, martina formiconi, f rancesco speziale doi 10.1007/s00270-017-1831-x. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of abdominal aneurysm repair. The following adverse events were observed: type ia,ib,ii,iiia endoleaks, occlusion within the device, difficult to insert